Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Patient code (B)(4): no code available (secondary surgery, lens exchange) (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticm5_13.7 implantable collamer lens, -12.0/+1.0/087 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged for a shorter lens due to excessive vault. The problem was resolved.

Manufacturer narrative:
Report source - user facility is incorrect, report source should be distributor. Additional information: device evaluation - lens was returned dry in micro-centrifuge vial, with clear surgical residue on product. Visual inspection found haptic bent and foreign material (residue) on lens. (B)(4).